Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that the one wheel is sloughing off (outer layer coming off wheel). No other information provided.

Manufacturer narrative:
(B)(6) 2015: the device in question was returned and evaluated as of 08/03/2015. However, the customer reported issue was not able to be duplicated during the subsequent evaluation. The comments related to the evaluation state that no problem was found and everything rolled good; no issues were seen.

Event description:
Dealer is stating that the one wheel is sloughing off (outer layer coming off wheel). No other information provided.